Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to (B)(6) customer service that this patient was hospitalized with a fungal infection in their pd catheter (not a (B)(6) product). There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following erythema and edema noted at the patient¿s pd catheter (not a (B)(6) product) exit site. Exudate from the exit-site was cultured for diagnosis which presented with candida (species not reported). The patient was diagnosed with a catheter exit-site infection due to poor infection prevention. The patient¿s pd catheter was removed due to the nature of infection, and they were transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was prescribed intravenous (IV) gentamycin, IV fluconazole and topical gentamycin (dosages and frequencies not reported) to address the infection while hospitalized. The patient had an uneventful hospital course, and they were discharged home on (B)(6) 2026. The patient is recovering from this event with persisting erythema at their catheter exit-site. It was reported that the patient¿s exit site infection and the associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient is currently training for home hd in the outpatient clinic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".